Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her insulin pump had a scratched screen and that she was unable to read the display at times. The patient's blood glucose at the time of incident is unknown. The patient stated that the device fell on the floor a couple of times, and that may have caused the scratched display. The insulin pump will be returned for analysis.